Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the patient's mother tried to enter a standard bolus, but the pump did not deliver any insulin. Instead, the pump switched to the original menu. The mother had to repeat the process several times until it worked.